Event description:
Reportedly, during pt use, the ventilator stopped ventilating and a "con proc failed" alarm occurred. Upon restarting the unit, the same experience occurred. The pt was manually ventilated and then switched to another unit. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, additional pt info was provided.